Event description:
The customer reported a blank display. The reported blood glucose reading was 150 mg/dl. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to faulty and broken components on the interface board.